Manufacturer narrative:
No report of patient involvement. (B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that the flow sensor mylar flap was stuck to the top of the housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported during pre-use checkout the tidal volume delivered was not as expected. There is no report of patient use.